Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported that on (B)(6) 2024 the patient had complained about a bent cannula in an infusion set. The patient reported the issue on the first day of use, and it was discovered that the cannula was indeed bent. The infusion set was inserted in the arm, with the patient positioned upright. The patient had sufficient subcutaneous tissue and utilized a serter for insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.